Event description:
Caller indicated the assure 4 meter was reading high. Patient read 87. Exam showed symptoms, so staff administered glucagon. Patient was having a hypoglycemic event and was transported to the hospital and was treated and released, and was sitting up when she returned to the facility.

Manufacturer narrative:
Arkray has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report.